Event description:
It was reported that the pt experienced a shocking sensation at the neurostimulator site after she dried her fingernails at a hair salon. She also experienced a shocking sensation the other day when she went to use her power seats in her car. Additional info was requested.

Manufacturer narrative:
(B)(4).